Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: site ID- (B)(6), (B)(4). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The valve fully re-sheathed one time due to the implant too high. The final implant depth at non-coronary cusp (ncc) was 3.4mm and at left coronary cusp (lcc) was 5mm. Post procedure, a left bundle branch and atrioventricular block was noted. On (B)(6) 2026, an episode of acute pulmonary edema was noted due to rapid ventricular response atrial fibrillation (af) and treated with amiodarone with resolution of sinus rhythm. The patient had no fever but high white blood cells and medical therapy was started. The patient had progressive increase of creatine valve until 1.85mg/dl on (B)(6) 2026. Some medications were given.